Manufacturer narrative:
H10: the actual devices were not available; however, photographs of three (3) samples were provided for evaluation. The photographs were visually inspected and the foam (sponge) was outside the caps. The reported condition was verified. The cause of the condition was determined to be mishandling during distribution. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges were separated from the caps of the twelve (12) minicaps. This was identified before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.